Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in (B)(6) male patient coincident with extraneal viaflex therapy. On (B)(6) 2009, the patient began treatment with extraneal viaflex at night (dose and lot number not reported) intraperitoneally (ip) for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2009, the patient also began treatment with balance (fmc). The patient experienced several episodes of bacterial peritonitis, the last on (B)(6) 2010. The patient was not hospitalized for the event. The cause of the event was not reported. Pd therapy continued. The physician believed the event of bacterial peritonitis was unrelated to extraneal therapy.